Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), and penumbra canister. During the procedure, the physician completed one pass in the target vessel using the jet7 with the neuron max. It was reported that no clot was seen in the penumbra canister. Upon removal of the jet7 and canister for cleaning, the distal end of the jet7 was observed to be ovalized. The procedure was completed using another jet7 and the same neuron max. A thrombolysis in cerebral infarction (tici) grade 2b recanalization was achieved. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was stretched approximately 112.0-115.5 cm from the hub. The total length of the jet7 was 134.0 cm. Conclusions: evaluation of the returned jet7 revealed that the catheter shaft was stretched. If the device is forcefully manipulated during use, damage such as stretching may occur. No other device associated with the complaint were returned for evaluation, and therefore, the root cause of resistance could not be determined. During the functional test, resistance was encountered while advancing the jet7 through a demonstration neuron max as the jet7 stretch shaft bunched up inside the hub of the neuron max, and the jet7 could not be advanced any further. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.